Manufacturer narrative:
The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with the bolus calculator. The engineering log files from the date of occurrence were found to be overwritten due to continued use of the system. Review of the audit log files found that the bolus calculator correctly calculated all boluses captured in the audit logs. The audit log files show the blood glucose inputs, insulin on board, and total bolus suggested. The audit logs show no transitions to the confirm bolus screen where the blood glucose input was 400 mg/dl or greater and the total bolus was 0 u. Though no instances of the bolus calculator suggesting 0 u with high blood glucose values were observed in the available logs, it could not be conclusively determined if instances occurred on or around the date of occurrence where the controller did not transition to the confirm bolus screen to be recorded in the audit logs. The log files also showed no evidence that the controller screen was glitching or displaying incorrectly. Without the physical device, it cannot be determined if any hardware issues occurred with the screen. The exact cause of the reported bolus calculator issue and screen glitching issue cannot be determined from the available data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's glucose reached 400 mg/dl while wearing the device for an unspecified amount of time. Symptoms reported include the patient feeling sick and vomiting. The patient's mother stated that the omnipod 5 personal diabetes manager failed to deliver insulin properly. They consulted the patient's physician, and an attempt was made to use the smartbolus calculator for a bolus, which suggested an incorrect bolus amount. Additionally, the device was rebooting. The physician did not provide any treatment. The patient switched to an alternative insulin delivery. The device has since been replaced.